Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). It was performed an x-ray and it was confirmed that the lead was dislodged. The lead was repositioned. No additional adverse patient effects were reported.